Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced several reactions at the infusion site, some of which are bloodshot and had inflammed areas. The patient took antibiotics which helped in healing. The infusion set was in use for fourdays. The patient the dosages of krn: 0.14 ml/h, kr: 0.34 ml/h, krh: 0.40 ml/h, ed: 0.20 ml. No further information available.